Event description:
Caller stated that on (B)(6) 2018 during a procedure the tip of a straight pip guidewire broke inside of a patient and was unable to be removed. A second surgery was required and was performed a week later to remove the tip of the guidewire.